Event description:
Additional information received reported that when the manufacturer's representative (rep) met with the patient a bunch of different things were checked out but they couldn't figure out why the battery was doing what it was. The rep. Turned off her battery for two week and was going to be meeting with the patient and the physician on (B)(6). At that time they would turn the battery back on and see if it was still doing the same thing and then discuss options at that time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial#: (B)(4), product type: programmer, patient. Product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that they were going to do a revision but it was not scheduled yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported when the patient felt their stimulation, they were getting good coverage. The patient felt like their stimulation was on cycling, but no cycling was programmed. The patient would feel good coverage and then felt no stimulation for 2-3 minutes and it lasted for 2-3 minutes. The stimulation would come on for one minute and then repeats itself. There was no specific location, it could happen anywhere and happened often. The implantable neurostimulator (ins) was charged. The patient did not let their ins battery go below 50 percent. The manufacturer representative (rep) checked impedances the week prior and the day of the report they were within normal limits, 1,000 ohms interrogated at amplitude of 0.7 volts. The patient had one group and two programs. The rep just programmed two groups, one non-adaptive stimulation and the other high definition (hd) group. The rep would have the patient try the hd and re-evaluate the following thursday. Another rep had seen the patient and the patient was programmed with the following parameters: amplitude of 4 volts, pulse width of 450, frequency of 125 hertz. The patient was on frequency of 60 hertz and continued to feel the off/on stimulation. It was later reported that there was a problem that happened while the rep was programming the patient the day of the report. The stimulation stopped working and the rep confirmed the ins was on. Stimulation came back and it was too strong for the patient so the rep lowered the voltage. When stimulation stopped they lost stimulation on both sides. The patient did not feel stimulation the day of the report on 8-15 lead and felt stimulation intermittently on the 0-7 lead. The rep ran group and electrode impedances but no issues were found. All impedances were within range, 800-1600 ohms. The problem started the week after implant but they did not know it was problem until the week prior to the report. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.